Event description:
It was reported that a patient underwent a pelvic floor repair procedure (B)(6) 2005. The patient complained of pain in an unspecified area. Upon examination, it was noted that the patient had an erosion in the anterior vaginal wall. The surgeon planned to schedule a removal of the anterior portion of the mesh. The patient has (B)(6) which has not been resolved.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.